Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a driveline infection on 22jul2022. They presented to clinic with redness and erythema at the driveline exit site. No cultures were taken. The patient started on minocycline and was advised to follow up with infectious disease for antibiotic management. Symptoms resolved with antibiotic treatment after several weeks. They were monitored on antibiotics, and there was a continued plan of care to monitor outpatient on ongoing basis as of 13may2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.